Event description:
Microclave clear neutral connector malfunctioned. Was placed on patient's port tubing and fluids infusing. Patient then went to CT where she had CT contrast. When patient arrived back in her room I was asked to resume IV fluids. Found this equipment to be non-functional and the rubber seal/stopper was jammed down inside the hard plastic. I did discuss this with CT staff and they felt similar problem may have contributed to other situations resulting in port damage.